Event description:
Consumer contacted dexcom to report intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The complaint of intermittent out of range was confirmed. The root cause was determined to be a defective transmitter.